Manufacturer narrative:
The insulin pump was rec'd with a cracked reservoir tube and case near the liquid crystal display window.

Event description:
It was reported that the insulin pump had a few cracks on the reservoir window. It was also stated that insulin leaked from the reservoir, past the cracks and onto the customer's clothing. Nothing further was reported.